Event description:
The customer reported to beckman coulter a contained reagent probe a leak on unicel dxc 880i synchron access clinical system. The customer was receiving the following instrument error messages: "sample syringe motion error" and "cuvette not dry" errors. The leak was discovered when the laboratory was running patient samples. Approximately 10 cc of fluid leaked from the reagent probe a. The operator was wearing a laboratory coat and gloves at the time of this event. No exposure or injury occurred due to the leak. There was no direct physical contact with the leak. Hazmat was not called. The operator was not seeking medical attention. The material safety data sheet (msds) was not reviewed for this leak and the facility does have a risk management plan. Upon further troubleshooting, the customer noticed the fitting on probe a was loose. Probe b fitting and the reagent syringe barrel were tight. The customer tightened the fitting on reagent probe a and primed the reagent probe, no further leaks were observed. Customer re-ran patient samples tested prior to the event and confirmed no erroneous patient results were generated.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched for this event. Customer fixed the leak, no service was required. The cause of the leak was a loose fitting on reagent probe a.